Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by customer that the implant was removed due to allergic reaction. Discomfort after healing, patient requested removal. Pain was reported. Patient will return for an additional appointment. Tooth# 15.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3® with dcd® tapered implant 6/5 x 11.5mm (bnpt6511) & one (1) 3i t3â® with dcdâ® tapered implant 6/5 x 13mm (bnpt6513) were returned for investigation. Visual evaluation of the as returned product identified bone debris on the external threads, but no apparent malfunction with the returned implants. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth sites # 14, 15 (universal) and were used for approximately 3 years, and 7 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (2017031607 & 2013071866). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2017031607 & 2013071866) for similar events and no other complaint was identified. Based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".